Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 40%, within 36 hours. Additionally, it was reported that multiple altitude alarms occurred. The user reported a blood glucose level of 210 mg/dl. The user cleared the alarm, insulin delivery was resumed, and the user would continue to use the pump for insulin therapy.